Event description:
The customer reported that the device battery pins were bent in slot b. There was no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pins 7 and 8 were found bent.

Event description:
The customer reported that the device battery pins were bent in slot b. There was no patient involvement.